Manufacturer narrative:
Implant date: only year valid. Explant date: only year valid. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on unknown date in 2017, the patient underwent l4-ilium fusion. On an unknown date, post-op, the screw broke. Hence, the patient underwent a revision surgery in which the broken screw was explanted. No fragment of the broken screw remained inside the patient. The patient had achieved solid fusion. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage approximately 2 threads down from the base of the bone screw head. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface damage is noted near the area of crack propagation. Microscopic examination of the undamaged portion of the fracture surface identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. This type of damage is consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.